Manufacturer narrative:
Combination product: yes only the stent was returned and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state, the stent was located on the transportation wire inside the protector cap. The stent is deformed (i.e. Pinched) in its proximal portion. The delivery system was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the handling during the preparations for the intervention, i.e. Improper removal of the stent protector which is warned against in the IFU. Please note that the IFU further advises the user to visually inspect the stent system prior to the procedure and not to use if any defects are noted.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was chosen for treatment of a nonpredilated lesion in the proximal rca. After attempted implantation, it was detected by ivus that no stent was visible. Subsequently, the stent was found stuck in the stent protector.